Event description:
It was reported that the arctic sun device was failing calibration for low flow. As per wo update on (B)(6) 2022, biomed would discuss repair options with management team. Biomed was getting error 1(patient line open) during calibration; actual value 3339. Biomed called again and stated was getting error 80 (non-recoverable system error) during calibration. Per tech support, biomed stated that the device was failing calibration for low flow. Biomed would discuss repair options with his management team. Biomed would like to send the device in for service, no loaner required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. As per wo update on 22nov2022, biomed would discuss repair options with management team. Biomed was getting error 1(patient line open) during calibration; actual value 3339. Biomed called again and stated was getting error 80 (non-recoverable system error) during calibration. Per tech support, biomed stated that the device was failing calibration for low flow. Biomed would discuss repair options with his management team. Biomed would like to send the device in for service, no loaner required.